Manufacturer narrative:
Both implants were removed and k-wires were used. The kit and corresponding implant lhr's (listed below) have been reviewed and there is no evidence to suggest the device did not meet specifications prior to distribution. Kit 1443-2501 lot 101251 / implant 100059 lot 101209. Kit 1443-2511 lot 101252 / implant 100060 lot 101210. This failure stems from attempting to press fit the 2.5mm implant into a 2.2mm drilled hole into an unstable proximal phalanx.

Event description:
During surgery, two of the crosstie implants broke. A 2.2 reamer was used during prep. This event occurred prior to the field update regarding the use of 2.5 reamers. This failure occurred due to the doctor trying to force the 2.5mm implant into the hole drilled by the 2.2mm reamer. During this the proximal phalanx was unstable and the implant broke as result.